Event description:
It was originally reported that the ventilator was dropped. A note was received with the ventilator that states, "vent shut down while on pt". It is unknown if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. During testing, the ventilator had shut down with an audible alarm when the ac adapter power was removed from the ventilator. Further bench testing revealed that the ventilator displayed a solid red charge status led. Internal inspection of the ventilator revealed a blown resistor on the power board. This would cause the internal battery to not receive a charge properly. The power board was replaced to correct the reported problem that the ventilator had shut down.